Manufacturer narrative:
Please note that the following sections were incorrectly reported on the follow-up #01 MFR report and are being corrected on this follow-up #02 MFR report: 3005168196-2019-00813 . 1. Section h. Box 6. Results code 1 h3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a thrombectomy procedure, the pusher assembly of the penumbra system 3d revascularization device (psr3d) became bent on the back table while attempting to advance the psr3d. The damage to the psr3d was found prior to use and, therefore, it was not used in the procedure. The procedure was completed using a new psr3d and a penumbra system ace 68 reperfusion catheter (ace68).

Manufacturer narrative:
Results: the delivery wire had bends from approximately 135.0 ¿ 156.0 cm from the proximal end. The separator 3d was undamaged. Conclusions: evaluation of the returned psr3d confirmed bends on the delivery wire. If the device is forcefully mishandled during preparation for a procedure, damage such as bends may occur. During functional testing, the psr3d was able to be advanced through its introducer sheath without issue. Penumbra revascularization devices are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.